Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer holds a charge. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned as they were discarded by the facility.